Event description:
Per information received from the surgeon, the user inserted a cotton swab into their ear causing extrusion of the electrode array. The user was re-implanted, achieving a complete insertion with the new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per information received from the surgeon, the user inserted a cotton swab into their ear causing extrusion of the electrode lead in the external auditory canal. Reportedly, the electrode array was fully inserted in the cochlea. There was no allegation against the device. The user had good hearing benefit before explantation. The user was re-implanted, achieving a complete insertion with the new device. The electrode lead of the explanted device was reportedly cut off. Despite requested, the explanted device could not yet be returned for investigation.

Manufacturer narrative:
Additional information: according to the information received, the recipient inserted a cotton swab into the external ear canal (eac) inadvertently causing an extrusion of the electrode lead. Reportedly the recipient has a radical cavity. The electrode array was still fully inserted in the cochlea and hearing performance was good before explantation surgery. The explanted device has not been received for investigation yet.

Event description:
Per information received from the surgeon, the user inserted a cotton swab into their ear causing extrusion of the electrode lead in the external auditory canal. Reportedly, the electrode array was fully inserted in the cochlea. The user was re-implanted, achieving a complete insertion with the new device. The electrode lead of the explanted device was reportedly cut off.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the recipient inserted a cotton swab into the external ear canal (eac) inadvertently causing an extrusion of the electrode lead. Reportedly the recipient has a radical cavity. The electrode array was still fully inserted in the cochlea and hearing performance was good before explantation surgery. This is a final report.